Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user observed a scratched screen that remained functional, with a visible streak and no crack, and requested a replacement due to concern about damage and potential loss of water tightness. Symptoms included no adverse clinical effects, and the user¿s blood glucose was reported as 153 mg/dl. Outcomes included continued device functionality, advisement that the device would no longer be watertight, user guidance to consider backup therapy, and arrangements for device replacement and return. Investigation included customer interview, request and review of a user-provided photo, and verification of device identifiers and logistics. Investigation of this device revealed cosmetic screen damage with potential impact to water ingress protection, without evidence of a malfunction affecting therapy delivery or user safety. It was concluded, based on previously established findings for similar reports, that the cause was physical damage from an unknown external source.